Manufacturer narrative:
Received medical records, the medical record review is currently under review.

Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection:as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Medical records review:patient presented with a gsw (gunshot wound) to the head. Multiple CT scans were taken during the patient¿s hospital stay. The CT scans demonstrated multiple bone fractures in the skull and multiple subdural hematomas. The patient was intubated; multiple chest x-rays demonstrated bilateral infiltrates in the lower lobes. G2 femoral filter was deployed successfully, inferior to the renal takeoffs. There are no reported complications during the procedure. The filter was placed for protection of pulmonary embolus. Approximately four and a half years post filter deployment, a chest x-ray demonstrated a linear radiopaque density identified in the right middle lobe. The radiologist report indicated this was consistent for a vena cava filter leg. The following month, a CT scan of the abdomen demonstrated a filter was slightly tilted. One filter leg was demonstrated be tracking beyond the ivc medially ivc and aorta. No thrombus was identified in the filter or the ivc. No thrombus was present in the renal veins. No attempt was made to retrieve the vena cava filter or the detached limb in the lungs. Patient was advised to seek a surgical consultation for consideration of the filter removal or detached filter limb. The medical records provided did not indicate that the patient had made a surgical consultation appointment. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the device and images were not returned. Based on the medical record review, the investigation is confirmed for a slightly tilted filter and two detached limbs. The investigation is confirmed for perforation of the ivc as one of the limbs allegedly perforated the ivc wall and is located medially between the ivc and aorta. The device and images were not returned. Medical records were received. Based on the medical record review, the investigation is confirmed for a slightly tilted filter and two detached limbs. The investigation is confirmed for perforation of the ivc as one of the limbs allegedly perforated the ivc wall and is located medially between the ivc and aorta. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the g2 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information from medical records. The filter was allegedly slightly tilted. No attempt has been made to remove the filter or detached limb.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that some time after a vena cava filter deployment, two detached filter limbs were reported. Allegedly, one detached limb was embolized in the pulmonary artery and one detached limb perforated the ivc wall. No additional information was provided surrounding the event. The patient status at this time is unknown.